Event description:
It was reported to boston scientific corporation that a resolution hemostasis clipping device was used during a colonoscopy procedure performed on (B)(6) 2013. According to the complainant, during the procedure, the clip was difficult to deploy. The physician cut the cord below the handle and the clip successfully deployed. The procedure was completed using this device. There were no patient complications as a result of this event. The patient was reported to be fine post procedure. Boston scientific has been unable obtain additional information regarding the circumstances surrounding this event to date. Should additional relevant details become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4) for the reported issue of clip difficult to release from the catheter. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.